Manufacturer narrative:
Please note this date is based off of the article's publication date as the specific event date was not provided in the published literature. The main component of the system and other applicable components are: product ID: 3389, lot# unknown, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Santos, a.f., veiga, a., augusto, l., vaz, r., rosas, m.j., volkmann, j. Successful treatment of blepharospasm by pallidal neurostimulation. Movement disorders clinical practice. 2016. 3(4):409-411. Doi:10.1002/mdc3.12297 summary: herein, we present the first case report of globus pallidus interna (gpi)-dbs surgery for isolated blepharospasm, a focal dystonia characterized by involuntary orbicularis oculi muscle spasms . Reported events: it was reported that a male patient who received globus pallidus interna (gpi) deep brain stimulation (dbs) for the treatment of isolated blepharospasm experienced a "progressive loss of benefit for the left eye" as of seven months postsurgery. CT imaging was performed and found the left electrode was correctly positioned, while it was noted "the right electrode took a more lateral trajectory, ending within the globus pallidus externus (gpe)." The patient was reprogrammed at that time and the patient's condition improved and returned to their initial therapy levels, achieving a jankovic rating scale of 1 (severity) and 2 (frequency) on the left eye and of 1 (severity and frequency) on the right eye. It was noted that prior to implant the patient was functionally blind, with a jankovic rating scale of 4 (severity and frequency) bilaterally. As of 21 months postsurgery, the patient's jankovic scale scores were maintained and electrode repositioning was not necessary.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.